Event description:
Healthcare professional reports homepatient using homechoice cycler for automated peritoneal dialysis therapy was diagnosed with peritonitis. On 3/19/1998, home pt presented to emergency room at hosp and was given antibiotics, home pt was not admitted to hosp but returned home same night on 3/19/1998. Home pt was treated with antibiotics for 10 days. Healthcare professional states that cause of peritonitis event was unable to be determined and event has since been resolved. Healthcare professional indicated no product failure occurred and she did not feel home pt technique was the cause of peritonitis.